Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed on an exactamix non-vented, high-volume inlet. The pm was further described as, ¿a hair visible inside the packaging¿. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to e3, g2 (add source), h6 and h11. H11: the actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a hair tangled between the tube and the versaflex macro connector, enclosed in the primary packaging. The reported condition was verified. However, the cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.